Event description:
Customer reported that the insulin pump alarmed button error. Customer stated he took a shower and then reconnected the insulin pump and received the alarm when trying to deliver a bolus. Blood glucose value was 389 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.